Event description:
Boston scientific received information that during a routine device replacement, the insulation on this right atrial (ra) lead was observed to be abraided. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the cathode coil was stretched 375-590 millimeters (mm) from the terminal pin, the tip of the lead was separated 442 mm from the terminal pin and clavicle abraision was noted 118-123 mm from the terminal pin. Laboratory analysis confirmed the reported observations and noted that the abraision was consistent with clavicular abraision.